Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2605406 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was flowered, had exposed sealant, and was unable to enter the sheath. A second mynx device was opened and deployed with no issues. There was no reported patient injury. The event occurred during an angiographic procedure. The device did not enter the sheath or body. The reporter suspected possible moisture exposure may have contributed to the failure. This was an isolated incident, and the physician was trained on the device. The device will not be returned for evaluation.